Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 50mg/dl and the pump alarmed change sensor. Customer indicated that they treated their low with apple juice. Troubleshooting assisted customer in removing the sensor and transmitter. Customer declined to further troubleshoot for the change sensor alarm or the low blood glucose.